Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 525 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and self tests. The customer stated that her doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.